Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices via a 14f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. No femoral imaging was performed of the access site prior to proglide use. The tavi procedure was completed. The first proglide suture knot was tightened at the access site. The second proglide suture was tensioned with the white suture end instead of the blue suture. The suture could not close the access site and did not achieve hemostasis. Manual compression was applied; however, the patient lost a lot of blood. Hemoglobin decreased from 13 to 9. The patient was given iron. Hospitalization was prolonged for a week. The patient is now walking normally with no further incidents, fully recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the reported information, the reported knot lock appears to be related to user technique due to the non-rail advanced instead of the rail suture end. The subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the proglide instructions for use (IFU) states: with the rail (longer, blue) suture limb securely wrapped around the left forefinger, place the suture trimmer under the left thumb to assume a single-handed position and complete knot advancement with slow, consistent increasing tension until the suture is taut (guitar string tightness). In addition, the proglide IFU states perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.